Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess test well images in question. Two (2) of the three (3) wells were visually negative, and one (1) of the three (3) wells was visually weak positive. The immucor laboratory tested retention product on (B)(6) 2017, which performed as expected.

Event description:
On 11jul2017, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo neo instrument, when tested on (B)(6) 2017.